Manufacturer narrative:
Expiration date: na. Additional suspect medical device components involved in the event: model: csk-tc10-3m lot: 041617 description: csk 100 mm tc electrode with 3m cable. There were a total of two electrodes returned: (1) csk-tc10-3m, lot n049 (1) csk-tc10-3m, lot 041617

Event description:
Device analysis was performed on the two returned electrodes found that the shaft was completely separated from the hub due to excessive external mechanical force. The shafts were not returned for analyses. The functional test could not be performed due to the separated shafts.